Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was occasional undersensing of r-waves and there also appeared to be oversensing of atrial flutter on the episodes of the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.